Event description:
It was reported that during a clinical follow-up the device showed an alert for high voltage circuit damage. It was noted on the stored egm, a few months earlier, ventricular fibrillation episodes due to electro-cautery caused inappropriate hv therapy. Despite the alert, capacitor maintenance was performed successfully. The device was reprogrammed successfully and remains implanted. The patient condition was good after event.